Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Reportedly, pacemaker removal was due to skin evisceration around and with the scaling plug exposed. There were no additional adverse patient effects reported. The lv lead was capped.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Reportedly, pacemaker removal was due to skin evisceration around and with the scaling plug exposed. There were no additional adverse patient effects reported. The lv lead was capped.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis indicated that the allegation was not confirmed. Analysis of the returned product is not able to provide relevant information for infection-related allegations.